Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 8th march, 2021 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the light head of the device was not properly fixed on its fork and two screws were broken on the connection. There was no injury reported, however we decided to report the issue based on the potential as the issue could led to light head detachment and then to serious injury or worse.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of the issue with powerled 500 surgical light. The unit with catalogue number ard568350943 and serial number ar040056. The device was manufactured on 18th september, 2013. As it was stated the light head of the device was not properly fixed on its fork and two screws were broken on the connection. There was a possibility of light head detachment thus we decided to report in abundance of caution as this kind of malfunction could lead to serious injury. The device was repaired by assembling the missing screws. It was established that when the event occurred, the surgical light did not meet its specification as 2 of the 3 screws which hold the light head in place broken off and needed to be replaced. The light head did not drop down. We have not received information whether the device was being used for patient treatment at the time when the event occurred. The most likely root cause is an excessive shock or stress on the cupola in abnormal conditions of use as collision with motorized equipment. The user manual recommends prepositioning of the light heads prior to use ¿correctly positioning the light before each operation will limit the chances of its coming into contact with other objects.¿. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.